Event description:
Reporter noted some zonule dehiscence during procedure. When almost done with the anterior vitrectomy, there was a loud pop and loss of power. Didn't complete vitrectomy; used another system to cauterize. No related injury reported.